Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: vis (m-81805), 203cm ruler (m-83360), 0.0265¿ mandrel ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. The pipeline flex embolization device was returned within an opened pipeline flex inner pouch (b303619). The marksman catheter was returned within an opened marksman inner pouch (222203245). The pipeline flex embolization device was returned within its introducer sheath. ¿ damage location details: the pipeline flex pusher was found detached within the introducer sheath. The pipeline flex embolization device was removed from within the introducer sheath. No bends or kinks were found with the pipeline flex pusher. No stretching was found with the pipeline flex pusher. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). Dried blood was found on the pipeline flex pusher sleeves. The sleeves appear to be in good condition. The pipeline flex pusher tip coil was found damaged. The marksman catheter was examined. No damages were found with the marksman catheter hub. No bends or kinks were found with the marksman catheter body. The marksman catheter distal tip was found in good condition. ¿ testing/analysis: the marksman catheter was flushed, water exited from the distal tip. The in-house mandrel was inserted through the marksman catheter without issue. The detached pipeline flex pusher was sent out for sem / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿, ¿pipeline damaged¿ and ¿resistance/stuck during delivery¿ reports could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Possible causes of ¿pipeline damaged¿ include resheathing more than 2 times, over-manipulation, deployment technique, or deploying/resheathing the braid against resistance. Possible causes of ¿resistance/stuck during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The patient's vessel tortuosity was minimal, and the braid had not been placed in a vessel bend when it failed to open, ruling out patient vessel tortuosity and user deploys braid in vessel bend as potential causes. The pipeline flex braid was not returned for analysis; therefore, damage to the pipeline flex braid could not be ruled out as a potential cause. The cause for the failure to open issue could not be determined. Information regarding how many resheathing attempts were made and the braid deployment technique was not reported. Therefore, resheathing more than 2 times and deployment technique could not be ruled out as potential causes. It is possible over-manipulation and deploying the braid against resistance contributed to the pipeline damage issue. However, the cause for the pipeline damage could not be determined. The marksman catheter is compatible for use with the pipeline flex embolization device, ruling out use of an incompatible catheter as a potential cause for the resistance. No defect was found with the marksman catheter that would have contributed to the reported resistance. Information regarding if a continuous flush was used was not reported; therefore, user does not maintain continuous flush could not be ruled out as a potential cause. The cause for the reported resistance could not be determined. Regarding the pipeline flex pusher detachment, detachment can occur due to inadequate solder/tinning. The analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The review of lot history records shows that the finished device has met all manufacturing requirements and spec ifications during final assembly and quality inspection. (Rosaj10 2023-03-29). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred when the stent was pushed out of the distal end of the microcatheter. There was no damage observed to the pipeline pushwire or catheter. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. Frizz was observed at the distal end of the stent so no other methods used to open the stent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was pushed out from the microcatheter in the middle cerebral artery according to the steps, and it was found that the stent was pushed out with resistance, and the tip could not be opened and appeared frizzy situation. Considered that there was a problem with the tip of the stent that would affect the surgical effect. The microcatheter and the stent were withdrawn and replaced with new consumables. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left ocular aneurysm with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4.8mm at the distal end and 5mm at the proximal end. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The access vessel was the femoral artery with 8mm diameter. No patient symptoms or further complications were reported as a result of this event.